Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the system and an error c-00 appeared on start up. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the replaced erbe generator for failure analysis. The erbe generator was analyzed and found to have error c-34 and c-00 when placed on an in-house system and run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. (B)(4).

Event description:
It was reported that during a da vinci-assisted urologic surgical procedure, the erbe generator displayed error code c-34. The customer received phone assistance from the technical support engineer (tse). Tse guided the customer to reboot the erbe generator but the issue persisted. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using an external (force triad) generator.